Event description:
Novasure handpiece malfunction. Device stopped working during case followed prompts on device power module device still errored (vacuum failure) new novasure handpiece passed to field procedure completed with further incident.